Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of clip stuck inside the scope.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the descending colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip had been deployed prematurely and got stuck inside the scope working channel. Consequently, the entire scope had to be removed and another scope was used. The procedure was completed with another resolution 360 ultra clip. There were no patient complications have been reported as a result of this event.